Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 1261 and last error code 1210. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed contamination to the downstream sensor and upstream sensor seal. Review of the event history log (ehl) was not conducted due to error code 1210 on the pump display. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.